Event description:
It was reported that: "upon inspection of the tray, found handles were cracked by two small through holes on handle body."

Manufacturer narrative:
Summary of eval: the investigation concluded that the event is related to other previous events for this product where the handle fractured inferior to the strike plate. Investigations of these previous events concluded that the root cause was design related. Design change was released to strengthen the area between the strike plate and handle. The per devices were mfg to the previous design configuration.